Manufacturer narrative:
Investigation is ongoing. Device not returned.

Event description:
As reported, after the valve was successfully deployed and while retrieving the system, more force was used to bring the deflated balloon into the esheath and they stopped. The balloon was successfully retrieved through the esheath and after esheath removal, distal tip torn. Patient condition post procedure was good.

Manufacturer narrative:
The esheath was not returned; therefore, a visual inspection, functional testing, or dimensional testing was not performed. Imagery was not returned therefore no imagery evaluation performed. A device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints related to introduce and navigate system through sheath access vasculature resistance between system components difficulty advancing through sheath, introduce and navigate system through sheath access vasculature resistance between system components inability to advance through sheath and failure sheath distal tip torn. The complaint for yintroduce and navigate system through sheath access vasculature resistance between system components difficulty advancing through sheath and failure sheath distal tip torn was unable to be confirmed therefore a complaint history review was not performed. The following instructions for use and training manuals were reviewed: IFU for commander delivery system, IFU for esheath, device preparation manual and device procedural manual. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case and there was no evidence of product non conformances or labeling/IFU inadequacies. No further action is required. The complaint for introduce and navigate system through sheath access vasculature resistance between system components difficulty advancing through sheath and failure sheath distal tip torn was unable to be confirmed. As the device was not returned, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. For complaint introduce and navigate system through sheath access vasculature resistance between system components difficulty advancing through sheath , per the complaint description, mild push forces were used to advance commander delivery system with crimped valve through the esheath, without peak force at tip of the esheath. Moderate calcification was noted in the patients access vessel. Per the training manual, push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification. Calcification can create a difficulty pathway for delivery system advancement through the sheath, as it can increase restriction and create a constrained condition, leading to resistance. As such, available information suggests that patient factors (calcification) may have contributed to this complaint event. However, a definitive root cause is unable to be determined at this time. For complaint failure sheath distal tip torn, as per event description, more force was used to bring the deflated balloon into the esheath but they stopped after realizing that the pigtail catheter was the reason as the pigtail was positioned at the tip of the esheath. At the end, the balloon was successfully retrieved through the esheath and after esheath removal and after esheath removal, a half esheath distal tip torn was visible. The pigtail catheter situated at the esheath tip may interact with the delivery system and lead to the delivery system to catch onto the sheath distal tip during withdrawal, potentially leading to the reported tip tear. Any excessive pull force or manipulation used to overcome the resistance felt during the delivery system retrieval may have further caused the reported distal tip torn. Also, as calcification was reported to be present in the access vessel, it is possible that it may have damaged/torn the sheath distal tip, especially if compounded with any excessive manipulation. As such, available information suggests that patient (calcification) and/or procedural (delivery system withdrawal difficulty) factors may have contributed to this complaint event. However, a definitive root cause is unable to be determined at this time. Since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions (CAPA) are required. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment (pra) escalation is not required.